Event description:
Pt presented with signs of a granuloma. These included increased pain, spasticity in the lower extremities, low back pain on the left side, new lower extremity spacticity, and questionable symptoms of urinary incontinence. A CT myelogram was done 2003 which diagnosed a mass. The catheter was surgically moved from t9 to t12. Pt has no pain and the symptoms have resolved. The medication in the pump was changed from morphine to dilaudid. The hcp reported "an incidental finding" that an MRI taken prior to the surgery showed spinal cord edema and an MRI postoperatively showed spinal edema resolved.